Event description:
Caller reported that the t: slim x2 pump battery would not charge and that there were consistent charging issues with supplies. There was no reported impact to the customer's blood glucose level. The caller requested new charging supplies due to ongoing issues, and cts agreed to replace the charging supplies for customer satisfaction, closing the case.